Manufacturer narrative:
This follow up report is being submitted to report additional information. Explant date-n/a, as device was not removed in the procedure. Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a procedure on their custom humeral device and elbow due to unknown reasons. A custom ic clamp was implanted in order to mate with srs distal humerus to mate to the custom ulna. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Event occurred in the (B)(6). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial procedure. Subsequently, the patient was revised due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: MFR#0001825034-2018-01496. Implant date: (B)(6) 2012. Concomitant medical products: custom discovery ulna w/ 20mm segmental build-up pncp561781 ln256930.